Event description:
It was reported that the s1 pedicle screws loosened approximately 8 months post op. The fusion did not occur at that level. The revision surgery was performed to replace the rods and screws.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.